Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision due to take place on (B)(6) 2012. Asr xl acetabular system - right. Reason(s) for revision: pain. Update received: (B)(6) 2014 - attached surgeon confirmation form, cross referenced, added hospital: (B)(6), amended implant date: (B)(6) 2007, added revision date: (B)(6) 2012 and added further reason for revision: component loosening. Bi-lateral patient - please see (B)(4) for left side revision. Re-opened (B)(6) 2014 - sent 2nd request for component loosening, attached 2nd request email trail to action activity and closed and created 3rd request action activity. Update received: (B)(6) 2014 - advised which component became loose - cup and stem and attached op notes, closed 3rd action activity information request, left note, added patient gender and added patient date of birth. Please note op notes advise "implant overly loose, cup removed ease - no bone int, prox cavity too loose for corail stem.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.